Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was without stimulation as the implantable pulse generator (ipg) was inoperable. Patient was unable to recall when stimulation was lost or when the ipg ceased operating. As a result, surgical intervention took place on (B)(6) 2019 wherein the ipg was replaced. Postoperatively, therapy was reported to have been restored.